Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that acap confirm algorithm did not work properly for right ventricle. It did not measure or program right. The algorithm worked fine for left ventricle. Right ventricular threshold could be measured good manually.